Event description:
It was reported 7 years post-implantation that during the initial implantation of a right hip replacement, a guide pin (instrument) was missed and is believed to remain implanted in the patient.